Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire was missing. The sensor wire was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and there were not defects found. Upon further visual inspection of the device, the sensor wire was observed to be missing from the housing puck. The customer complaint was confirmed; however, a root cause could not be determined.